Event description:
Additional information was received during a phone call with the health care professional (hcp). The hcp stated that it was confirmed that the patient's leads had moved. Instead of doing a lead revision, the hcp device to replace the leads and the implantable neurostimulator (ins) since the ins had 5 years of use. There were no issues with the devices. The replacement was performed on (B)(6) 2016. The patient had not reported any issues since.

Manufacturer narrative:
Concomitant product: product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2011, product type lead. (B)(4).

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator for radicular pain syndrome (radiculopathies). It was reported that the patient had fallen flat on their back about a year ago. The patient started having rib and stomach stimulation 6 months ago in (B)(6) 2015. This was reported as a sudden change. The stimulation in the ribs and stomach was reported to occur daily and that it was not comfortable. The impedance values were verified to all be between 500- 2,000 ohms. The current battery measure was showing 2.845 v. The manufacturer representative was reprogramming the parameters to modify the pulse width and other program settings in an effort to eliminate the rib stimulation. The following parameters were used and closest to the requested parameters: program 1 had a 3.8 v with a rate of 40 hertz and a pulse width of 60 microseconds, program 2 had 2.2 v, 40 hertz, and 450 microseconds, program 3 had 2.9 v, 40 hertz, and 240 microseconds. The patient was using the 16 hours a day for 39 months. It was reported that the patient was programmed to recapture their painful areas and decreased their rib/stomach stimulation. The rib/stomach stimulation could not be gotten rid of completely, but the patient was reported to be happy with their reprogramming when they left the session and to be receiving effective therapy. The manufacturer representative reviewed imaging of the lead placement and saw that the leads were mid t8 and ¿potentially a little lateral,¿ but they did not have access to the original implant image so it was unknown if that position was where the leads were implanted or if the leads had moved. Additional information has been requested regarding if the leads were still in their original position from implant, but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.